Event description:
It was reported that in the middle of a diagnostic colonoscopy procedure, the video system screen image flickered and then went blank. Troubleshooting to try another power cord and another power outlet was made but unsuccessful. The procedure and then performed in another endoscopy center and another device was used. As such, a 2-hour delay occurred, wherein the patient had to be awoken and re-sedated once a new machine was operational. The customer had to go to another endoscopy center to borrow a new device. There were no reports of patient harm.